Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician to our local affiliate (B)(4). Initial and f/u info received on 29-mar and 07-apr-09 respectively were processed together. This case involves a female pt (age nos) who received poly-l-lactic acid therapy (sculptra) on an unk date. Relevant medical history and concomitant medication info were not mentioned. On an unk date, the pt developed a lump on her cheek. Corrective treatment, if any, was not reported. Event outcome is unk. (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.